Event description:
It was reported the health care provider reset pt's "canap" since it had come to the top of the pt's skin, and caused pt a lot of pain. It was discovered the "canap" was broken in 3 pieces and pt had revision surgery (B)(6) 2010. According to the device registration system, pump and catheter were replaced. Drug, dosage and concentration were unk. Additional info has been requested and will be made as a follow-up as it becomes available.

Manufacturer narrative:
(B)(4).